Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert was triggered for sensing integrity counter (sic) and high rate non-sustained tachycardia episodes. The patient was indicated to have been in surgery at the time of the episodes. The implantable cardioverter defibrillator (ICD) remains in use. No patient complications have been reported as a result of this event.